Event description:
It was reported that the atrial lead was dislodged hours after implanting procedure. After unsuccessful attempts to reposition the lead, the physician decided to explant and replace the lead. The patient¿s condition was stable before and after the procedure.